Event description:
It was reported that there are leaks through the isoflex mattress cover. It was alleged that there is a small hole under the top of the dartex cover. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The product has been evaluated by the user facility.